Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a case in aortic position by transfemoral approach, a bent inflow strut was noted on the 26mm sapien 3 ultra valve while advancing the commander delivery system. The device did not advance beyond expandable portion of the esheath. The sheath and delivery system were removed as a unit. Once withdrawn, a liner puncture was noted on the sheath. A dissection was noted and repaired with a bare metal stent with distal flow confirmed.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions the returned device was visually inspected for any abnormalities and the following was observed: two struts at the inflow side were bent approximately 90 degrees. Post-expanded valve: the frame was distorted/canted. Two struts remained bent at inflow and near c3. Multiple struts were exposed through skirt, which was normal after used. The leaflets were wrinkled, dehydrated, and torn due to the storage condition (prolonged crimping) during the return handling process. Imagery was provided by the site and revealed the following: patient's vasculature had presence of calcification, undersized vessels, and tortuosity. Minimum luminal diameter of 5.5mm is required for 14f sheath. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaint for valve frame damage was confirmed based on the returned device. A review of the DHR, lot history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "during a case in aortic position by transfemoral approach, a bent inflow strut was noted on the 26mm s3 ultra valve while advancing the commander delivery system." Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". Per imaging evaluation, the patient's access vessel had presence of calcification, tortuosity, and undersized vessels. The presence of calcification, tortuosity and undersized vessel can create challenging pathway during delivery system advancement, leading to resistance. In this case, if excessive force was used to overcome the resistance, it can lead to the valve struts interacting with the sheath shaft, causing frame damage at the inflow. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessels) and/or procedural factors (excessive device manipulation) may have contributed to the valve frame damage. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment was previously initiated to investigate the cause and assess the risk associated with valve frame damage. A corrective and preventative action captures process improvement activities regarding frame damage which were identified during previous investigation.